Manufacturer narrative:
The full osseotite 2 parallel walled certain implant (xifoss413) was returned for investigation. Visual inspection of the as returned implant identified minor signs of wear on the device. Through dimensional analysis and comparison to drawings, it was determined that the implant met design specifications. Functional testing with applicable cover screw and driver has revealed no malfunction with the returned device. The hex was still functioning. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay (B)(4). The reported device has been received for evaluation. Investigation is not complete once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that during implant placement, the implant would not torque. The dr. Thought that the implant hex was rounded. The procedure was completed using another implant. There was no report of patient injury or delay in procedure.